Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgical technician reported that five months following an intraocular lens (iol) implant procedure, the lens was exchanged for a different model iol. In a follow up, the technician reported the patient experienced blurry vision and halos. The halos were worse at night and the patient felt unsafe to drive. The event resolved following the lens exchange procedure.